Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead measured varying, out-of-range shocking impedances. A chest x-ray was unremarkable for any gross fractures or connection issues.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (formally guidant) received information that this implantable cardioverter defibrillator (ICD) and associated transvenous defibrillation lead measured varying, out-of-range shocking impedances. A chest x-ray was unremarkable for any gross fractures or connection issues. Information was received that shock impedance measurements had normalized and therefore the physician elected to forego invasive examination to rule out an incomplete device-to-lead connection. The system would be re-evaluated at a later date. No further information was received indicating any lead or device changes. Subsequently, the device was explanted and returned for routine post market disposal. No additional allegations or complaints had been received during the remaining implanted duration (over six years) and no information communicated regarding explant rational.